Event description:
It was reported that the thermogard console (B)(6) displayed a mid:26 (low battery) error message. Patient use information was requested but no additional information was provided; therefore, patient use is unknown.

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.